Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and captured no external power and low power alarms on (B)(6) 2024 caused by the power to the mobile power unit (mpu) being briefly interrupted.

Manufacturer narrative:
B3: date of event corrected d1: brand name corrected d4: device serial number was requested and not provided; lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log files. The mobile power unit (mpu) was not returned for analysis; however, log files were submitted with events spanning approximately 5 days (18mar2024 at 08:35:47 to 23mar2024 at 10:58:39 per time stamp). At 00:17:15 on 22mar2024, a no external power alarm activated while connected to the mpu due to a loss of alternating current (ac) power. The alarm cleared at 00:17:38 when power was restored. The backup battery provided power to the system during this event. There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve additional information regarding the serial number of the mpu, the cause of the no external power event, if the patient has the v-lock connector for the mpu, and if the mpu would be returning for evaluation; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records for the heartmate mobile power unit were unable to be reviewed due to the serial number being unknown and unable to be provided. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a loss of power. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.